Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. The rail was observed to be lifted above the bottom at the back of the cover block. The pusher was observed to be tilted downwards into the staples. In addition, the bottom component was observed to be bent in the cover block. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger two staples released, one formed properly, and one formed backwards. On the second attempt two staples releases, one formed backwards, and one unformed. On the third attempt two staples released, one formed backwards, and one unformed. On the fourth attempt, three staples released, one properly formed and two unformed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73h2300100 was manufactured on 08/ 02/2023 a total of (B)(4) pieces. Lot was released on 08/16/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.